Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the right ventricular lp dislodged upon release from the delivery catheter. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.